Event description:
It was reported that an ilet pump displayed prompts to connect a cgm or enter a blood glucose, and the user¿s dexcom g6 app showed ¿start sensor¿ after a new sensor was placed; the user was guided to start the sensor, enter the sensor code, and input the transmitter serial number, after which the system displayed ¿searching for transmitter.¿ symptoms included no adverse glycemic events reported and blood glucose not impacted. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included user-guided troubleshooting and education on cgm sensor start and transmitter pairing workflow. Investigation of this case revealed that the cgm was not paired initially and that initiating the sensor session and transmitter pairing resolved the immediate pairing process to the ¿searching¿ state. It was concluded that the event was related to cgm pairing setup and user guidance was provided.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.